Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown additional product code : mnh mni kwq kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone #: (B)(6). Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for revision of spine l2-l5 level. There were 6 screws, and 2 rods were put in the primary case but since the disease progressed to the next level, the surgeon decided to do another level. Both primary rods were removed, and the surgeon put 2 more screws at the next level and changed the rods. The surgery and patient outcome were unknown. This complaint involves fourteen (14) devices. This complaint was created to capture the exceeding four impacted products due to limitation of 10 ips per complaint. The original complaint number is (B)(4) captured the 10 ip's. This report is for (1) 6.0mm ti matrix polyaxial screw 45mm thread length this report is 3 of 4 (B)(4).